Event description:
It was reported that the right atrial (ra) lead had high impedance in both unipolar and bipolar and high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701 implantable pulse generator (ipg) (B)(6) 2004; 5054 implantable pacing lead (B)(6) 2004. (B)(4).